Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 1000 mg/dl and that hospitalization, in the intensive care unit for 4 days, was necessary. The customer declined to troubleshoot their high blood glucose and insulin pump. The customer was advised to call back for further troubleshooting when she feels better.